Event description:
Received a mandatory medwatch from which states the following, "while inserting the perclose deivce into the heavily calcified femoral artery, the device fractured leaving the soft plastic portion within the vessel and the metal just outside. Reporter considers this a serious event related to the need for the pt to undergo surgery to have the broken piece immediately removed and due to this surgery having to prolong the pt's hospital stay. The pt did well following the removal of the piece. It may, perhaps, be assumed because of the heavily calcified femoral artery, the amount of pressure needed to insert the device may have been greater than without the calcification thus causing the device to fracture. This cannot be said for sure, however. The device package insert materials, which were provided after the report, indicate that the safety and effectiveness of the closer smc device have not been established in the following pt populations...pts with common femoral artery calcium which is fluoroscopically visible." The following info was received upon further query: at the time of the device fracture, the device was being advanced against "a lot of scar tissue". It was reported that the device fractured at the "interface of the plastic and the metal portion." A heparin drip was initiated while waiting for the pt to go to surgery for device removal. There was no report of further pt sequelae.